Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin and had been using the same cartridge and infusion set for over 3 days using novolog insulin. Tandem customer technical support informed customer to always use room temperature insulin and that novolog insulin is indicated for use with tandem supplies for 3 days. Customer changed cartridge and infusion set to address the issue. Customer¿s blood glucose (bg) level for the past occlusions were intermittently displayed as "high"; however, specific value was not provided. Elevated bg was addressed by a correction bolus via the pump. At the time of the report, the customer's blood glucose (bg) level was 98 mg/dl.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.